Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope for an unspecified reason. It was noted that there were three non-sustained ventricular tachycardia (vt) events with short durations. Upon review of the electrogram (egm) it was found that there was noise on the right atrial (ra) channel that may have been causing pacing at a rate of 130 paces per minute. Boston scientific technical services (ts) was consulted as the patient does not have an atrial lead implanted. It was found that the device was programmed to respond to sensing in the atrium. Ts discussed how to program atrial sensing off since the patient did not have an atrial lead. No further information was available. The cardiac resynchronization therapy defibrillator (crt-d) remains in service and no additional adverse patient effects were reported.